Manufacturer narrative:
Concomitant medical products: product ID: 97715, serial# (B)(4), implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3391s-40, lot# v385898 implanted: (B)(6) 2011, product type: lead; product ID: 3391s-40, lot# v385898 implanted: (B)(6) 2011, product type: lead; product ID: 37085-60, lot# serial# (B)(4), implanted: (B)(6) 2011, product type: extension; product ID: 37085-60 lot# serial# (B)(4), implanted: (B)(6) 2011, product type: extension; other relevant device(s) are: product ID: 3391s-40, serial/lot #:(B)(4), ubd: 01-oct-2012, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(4), ubd: 13-jul-2015, UDI#: (B)(4); product ID: 37085-60, serial/lot #: (B)(4), ubd: 19-oct-2013, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative (rep) reporting that the cause of the patient¿s high impedance issue was not determined. No actions were taken to resolve this issue and the issue was not resolved before the patient was discharged from the hospital. The patient¿s weight at the time of the event was asked but was not given by the provider. Reference regulatory report # 3004209178-2019-11537 where this event was initially reported. Any additional information received regarding this event will be captured in supplementals of this regulatory report going forward. Reference regulatory report # 3007566237-2019-01294 as it appears this same issue continues after placement of their new ins with the same leads/extensions. See this reg report for additional information on the entire event.